Event description:
Boston scientific received information that this implantable defibrillator and right ventricular (rv) lead exhibited low out-of-range pacing lead impedance measurement that was detected via the patient¿s remote monitoring system. Additional information was received indicating that there was no changes performed. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.